Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation determined the reported difficulty appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that before use, the shaft of a 3.0 x 15 mm trek balloon catheter separated. Therefore, it was replaced with an unspecified trek balloon catheter to successfully complete the procedure. There was no patient involvement.